Manufacturer narrative:
B3: unknown, month and year valid h3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal and flex circuit sensor were damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The dso sensor was determined to be faulty. The dso sensor, dso seal and flex circuit sensor were all replaced.

Event description:
It was reported that the pump alarmed a cassette not attached error. Per reporter, the event happened during testing and there was no patient involvement. Evaluation of the returned device found that the flex circuit sensor and downstream occlusion sensor were faulty, and could not detect the cassette attachment.